Event description:
It was reported there was a shadow box fence looking pattern on the screen. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment, this display issue was found to be due to the main processing unit (mpu) being out of specification.